Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user fired a staple during a surgery, it was not properly formed,closed. The user replaced the stapler with a new one, but the same issue occurred three times continuously. Therefore, he, she used the fourth stapler to complete the procedure. No staple fell, remained in the patient, and no injury to the patient occurred". See associated mdrs #3003898360-2024-00186 and 3003898360-2024-00185.